Event description:
I have an insulinoma, causing spontaneous, life-threatening hypoglycemia. I am entirely dependent on my cgm's low alarms for safety, especially overnight. I am reporting two interconnected, critical failures of the dexcom g7 cgm system that together create an immediate life-threatening hazard. 1. Cgm sensor dangerous inaccuracy (today's primary incident): this morning upon waking, I experienced severe hypoglycemic symptoms (near fainting). My dexcom g7 sensor displayed a reading of 65 mg/dl, so I thought I was just tired still, and kept going about my morning. I got closer and closer to passing out, despite the sensor reading 65. All of the cgms I've had from this lot have been inaccurate, so I decided to do a fingerstick test; the fingerstick test confirmed my actual blood glucose was 41 mg/dl. This is not a simple lag; it was a persistently wrong reading that would have led me to not treat a severe low. I entered 41 mg/dl as a calibration, but the cgm ignored it, and only went to 56 mg/dl. This sensor is from lot #1725042001. 2. Receiver/reader critical alarm failure (long-standing systemic flaw): compounding this sensor error is the complete failure of my dexcom handheld receiver's safety alarms. This device has never reliably sounded audible or vibrate alarms for severe hypoglycemia (30-40 mg/dl), even when the sensor data shows these lows. For context: the expected behavior under 55 mg/dl is: (1) the screen "wakes up" (lights up), displaying the number (2) the device vibrates (3) the device emits an audible alarm. Rather, what happens is that it will only intermittently alarm: for example, it could be 45 mg/dl for over an hour. Randomly after an hour, it will correctly alarm. It might do this once or twice, then stop again. There is no predicting when it will or will not work, making it dangerous for overnight lows. I finally reached out to dexcom corporate in summer 2025 to try and resolve this. Dexcom has replaced this receiver four times over the past year. Every single replacement unit has the identical flaw (intermittent alarms, that only work randomly). This indicates a fundamental firmware or hardware defect in the receiver itself. Dexcom corporate even had one of their engineers reach out to me over the phone, who was very dismissive of my situation, claiming that I was just being "anxious". This is not anxiety: this is a severely life-threatening situation for me, that I face every day. Finally after months of trying to resolve this, I gave up, as I didn't have the energy to continue, and just accepted that I will have no reliable alarm. The combined, catastrophic risk: - I have a pancreatic neuroendocrine tumor (insulinoma), which causes life-threatening hypoglycemia throughout the day and night. I am entirely dependent on this system for survival, especially overnight, as I deal with nightly lows into the 30s and 40s, every single night. - the sensor provided a dangerously false "safe" reading (60 mg/dl vs. Actual 41 mg/dl). Every sensor in this batch (I had 9, and this is number 8) has been similarly inaccurate. - the reader, even if the sensor had been accurate, has a proven history of not alarming for these exact life-threatening lows. This system failure is not theoretical. Today, it nearly caused a severe medical event. The manufacturer is aware of the receiver alarm failure but has only supplied identically broken units for over a year. For patients with conditions like mine, this dual failure of accuracy and alerting transforms a life-saving device into a lethal liability. Pt code: 1912. Device codes: 2460, 1517, 1014. Ref reports: mw5181986, mw5181987, mw5181988, mw5181989, mw5181990, mw5181992, mw5181993, mw5181994, mw5181995, mw5181996, mw5181997.